Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient presented for their first pump refill today ((B)(6) 2021) post implant, and pump was found to be flipped over. The patient did not recall it flipping over. The physician was unable to fill pump or maneuver pump back over.  Troubleshooting / diagnostics performed included fluoro.  There were no known any environmental/external/patient factors that may have led or contributed to the issue. The patient was to have surgery for a pocket revision in the future.  The revision was not scheduled.  The issue was unresolved as of (B)(6) 2021.  The patient's weight and medical history were unknown.

Event description:
Additional information was received from a consumer on 2021-jun-11. It was reported that the pump pocket was revised on (B)(6) 2021 and the pump was "found to be flipped and successfully reimplanted." The cause was unknown. The issue was resolved and the device remained in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.